Event description:
A patient underwent corneal transplant of the right eye. The patient was discharged on the same day. The eye surgeon reported that the patient developed post-op eye infection and sought treatment at other hospital. In 2004, the patient underwent surgery to the right eye for loose corneal graft sutures. Additional sutures were added. The patient was discharged in stable condition. As per protocol, the corneoscleral rim media was cultured for aerobic, anaerobic and fungal cultures at time of surgery. The results returned positive findings. The tissue bank (the eye bank for sight restoration, inc.) Which supplied the corneal implant was notified on january 7, 2004 and they have initiated their investigation.